Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that in (B)(6) the patient made a trip to emergency was given oxycodone and tramadol and neither did much good. Tried ice packs and heat but they did not help with the pain at the implantable (ins) site. Rest did not help because patient could not sit or lay comfortably. On (B)(6) device was removed and still had minor pain possibly from stitches but nothing compared to how it was. The device was given to the healthcare provider.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain at the ins implant site. Patient reported stim had never helped with symptoms. There were no trauma/falls reported that could be related to this issue. Patient reported pain at the ins implant site. Patient was able to use the pp and verified stim was currently on by noting the lighting bolt in the upper left-hand corner. Patient stated, she was currently on program 3 at 0.7. Patient turned stim off and stated the pain was not coming from the ins itself but felt it could be a muscle or something in the ins area. Patient was redirected to follow up with her healthcare professional (hcp). Patient stated she left a message for the hcp to see if they can look at what was causing the pain. Location of the symptoms reported was back muscle. Patient stated she was having pain at the ins site and it also caused her back pain, that she did not have prior. Patient reported it started as a slight hurt and had gradually gotten more painful. Patient stated she was having so much pain it was making it difficult for her to work. Patient stated she had tried increasing and decreasing stim but it had not helped. While on the call, patient turned stim off and stated she felt the pain was not coming from the ins being on. Patient reported she told her hcp she wanted to have her bladder removed. Caller stated she was still experiencing pain at the ins site whether stim was on or off. Caller stated she went to the ER on sunday and they gave her some dilaudid, but that didn¿t really help. Caller stated she needed to have this system removed as soon as possible, because she can¿t stand the pain any longer. Caller stated she can barely walk. Caller stated she called her hcp and he said he only does surgeries on wednesday, and he could not get her in the earliest possible wednesday. Caller wanted to get in touch with the representative to see if another doctor would be recommended. Patient was urged to continue to try to work with her current hcp regarding this issue. No further symptoms reported. No complications reported/anticipated.